Event description:
It was reported that the setscrew would not tighten during the implant procedure. The healthcare provider (hcp) used a different neurostimulator and the issue resolved.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot# va0bx4s, implanted: (B)(6) 2013, product type lead. (B)(4).